Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a heartmate ii left ventricular assist device (lvad). The vad coordinator reported that the pt had experienced several occurrences of "red heart" and "low flow" alarms for a period of approx one week. The pt was asymptomatic during these events but remained hospitalized awaiting a heart transplant. According to additional info provided to the manufacturer, the pt continues to experience the reported alarm conditions. Due to a history of multiple strokes and current health condition, the pt is reportedly not a candidate for a heart transplant or a pump exchange and will remain hospitalized until transferred to a rehabilitation facility.